Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer has also alleged for sensor and minimed go¿ app unexpectedly lose connection while within range 3-4 times, received a loud alert that said sensor updating gave error code 373p happened 4 times, also had a sensor just stopped working 5 days and gave the code 365 and said change sensor, difference between blood glucose and sensor glucose levels. The event involved products mmt-8600, 78893-01, 78893-01, 78893-01 and mmt-105nnpkna. Troubleshooting was not performed. No further patient complications were reported. No product return is required for 78893-01, 78893-01, 78893-01 and mmt-105nnpkna. Product return is not applicable for non-physical device mmt-8600.